Event description:
It was reported that the pruitt f3 carotid shunt would not inflate the balloons. No injury was reported.

Manufacturer narrative:
It was reported that the balloon would not inflate on the pruitt f3 carotid shunt. The product was not returned for evaluation. Therefore, the root cause could not be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot.